Event description:
Nurse of the sterilization department of the hospital reported via our sales rep., that the description on the targeting sleeve is almost illegible. She mentioned that it was difficult to assemble the targeting sleeve and the knob because of this loss of color. According to her information the surgery was completed. Successfully without any impairment of the patient.

Manufacturer narrative:
Additional information has been requested and if received will be submitted on a supplemental report.